Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had pump error. The customer stated that they keeps getting insulin pump alarm. Customer was able to clear alarm and they were able to do rewind of insulin pump. Customer also stated that insulin pump alarmed after inserting a new battery. No harm requiring medical intervention was reported. The device will not be returned for analysis.